Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver functional test was performed and passed. Case opened to inspect and troubleshooting was performed and failed due to damaged battery ic/ cracked solder battery controller ic pins (see the pictures attached). The log was downloaded and reviewed finding rtt loss happened within the investigation. The allegation was confirmed. The probable cause was determined to be receiver damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.